Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe barrel was cracked and caused leakage. The following information was provided by the initial reporter, translated from (B)(6): "leak during preparation of the syringe. Defect identical to that of the alert poster." "This is the same defect encountered with the syringe in question in the case of the gas embolism, except that the marks are on the face without graduation of the cylinder, but still located at the same level."

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe barrel was cracked and caused leakage. The following information was provided by the initial reporter, translated from french: "leak during preparation of the syringe. Defect identical to that of the alert poster." "This is the same defect encountered with the syringe in question in the case of the gas embolism, except that the marks are on the face without graduation of the cylinder, but still located at the same level."

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, damage near the 30ml marking was observed. A device history review was performed for the reported lot 2201088, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred due to product jamming in the transfer wheels during the assembly process. A project was initiated to further address this issue. H3 other text : see h10.